Manufacturer narrative:
Investigation: multiple samples were returned to our quality engineer for investigation. Through visual inspection, a foreign matter can be observed on the blister packs. Packages were opened and we were able to verify the color is only on the plastic film. A device history was performed and found no non-conformances related to the reported issue during production of batch 1906262. We have reviewed the sealing die and no damage or foreign material was identified that could have contributed to the foreign matter. Based on the available information, a root cause related to our manufacturing process cannot be identified at this time. The film for the reported lot is provided by a supplier whom we have notified of this issue. We can confirm that the root cause of the non-conformance is related with failure in manufacturing process of the film by supplier.

Event description:
It was reported that foreign matter was found before use with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, "the syringe packages appear dirty. After opening, it seems that the dirt is massed in the plastic."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, "the syringe packages appear dirty. After opening, it seems that the dirt is massed in the plastic."